Event description:
It was reported that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received 8 shocks due to atrial fibrillation (af) with rapid ventricular response rapid ventricular response (rvr) that had degraded to a polymorphic ventricular tachycardia (vt) or ventricular fibrillation (vf). A code 1005 was detected, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. Technical services (ts) recommended lead replacement. The field representative discussed that the device would likely be changed out at the same time as the rv lead. Additional information was received that tachy therapy had since been turned off. At this time though, the lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received 8 shocks due to atrial fibrillation (af) with rapid ventricular response rapid ventricular response (rvr) that had degraded to a polymorphic ventricular tachycardia (vt) or ventricular fibrillation (vf). A code 1005 was detected, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. Technical services (ts) recommended lead replacement. The field representative discussed that the device would likely be changed out at the same time as the rv lead. Additional information was received that tachy therapy had since been turned off. At this time though, the lead and device remain in service. No adverse patient effects were reported. Additional information was received that the rv shock impedance measurements had been greater than 150 ohms. The rv lead was surgically abandoned during the patients device changeout procedure and a new rv lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received 8 shocks due to atrial fibrillation (af) with rapid ventricular response rapid ventricular response (rvr) that had degraded to a polymorphic ventricular tachycardia (vt) or ventricular fibrillation (vf). A code 1005 was detected, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. Technical services (ts) recommended lead replacement. The field representative discussed that the device would likely be changed out at the same time as the rv lead. Additional information was received that tachy therapy had since been turned off. At this time though, the lead and device remain in service. No adverse patient effects were reported. Additional information was received that the rv shock impedance measurements had been greater than 150 ohms. The rv lead was surgically abandoned during the patients device changeout procedure and a new rv lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 patient codes removed 9228 and 9300 and adding device code 1224.